Manufacturer narrative:
Our quality engineer inspected the samples and photograph submitted for evaluation. Bd received two unsealed 20ga x 1.00in. Insyte autoguard bc units from lot number 2349100. Additionally, one photo was provided. Visual inspection discovered that there appeared to be non-foreign material on the catheter tip for both units. After removing the non-foreign material, microscopic analysis discovered lube on the catheter tip. The catheter tubing was wiped for any lube to properly analyze the catheter tip. The catheter tips passed inspection for both units. Your reported issue was confirmed as a non-foreign material was observed. During manufacturing this non-foreign material may have been introduced when the plugs are installed into the hub. During this process, a small portion of the porous plug may flake off and remain in the area of that zone. During cleaning of the area, this small material may be introduced to a catheter and remain on it because of the lube. To mitigate the occurrence of these defects: operators perform cleaning per the quality plan, good manufacturing practices and gowning are followed, and environmental controls and inspections for foreign matter are performed per the quality control and sampling plans. A device history record review showed no non-conformances associated with this issue during the production of this batch. The appropriate personnel have been notified and we appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
No new information from the customer.

Event description:
It was reported that bd insyte autog bc has an extra piece of plastic on the catheter tip. The following information was provided by the initial reporter: it seems there is a tiny extra piece of plastic on the tip of the catheter. We have not seen this in any other catheters, at least it has not been reported.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. If additional information becomes available, a supplemental report will be filed.